Manufacturer narrative:
On 20 january 2016, it was prepared a final report with the information already submitted in the initial report. On 21 january 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 17 november 2015: lot 130900: (B)(4) items manufactured and released on 24 april 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, all the items of the lot have been already sold without any similar reported event.

Event description:
Patient was experiencing instability in his knee. The surgeon did a revision of the gmk primary knee due to mid flexion instability. The tibial insert was increased from a 10mm to a 12mm. The surgery was completed successfully. Explants will not be returned. X-rays are not available.